Event description:
Narrative from staff: during the case, a prevena incision management system was requested for the case. The rn in the room opened the item and noted that the seal on the inner packaging was not sealed at all. This makes this item unsterile. The rn in the room did not use the item and another item was obtained.